Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that zip-fix broke during surgery, another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h4, h6: the product and photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the device. Visual inspection of the returned device revealed that the needle was completely separated from the cut section of the device. The fracture surface indicated that the damage was caused by a very sharp device. No signs of fracture by fatigue were found on the fracture surface. In addition, the needle shows some scratches consistent with intersection with other tools. From the evidence received, and the results of the examination, it is not possible to determine a potential cause. Per sternal zipfix system surgical technique guide se_839363 rev. Ab. General precautions: do not damage the implant teeth and locking head by manipulating with instruments. Ensure that the locking head of the implant is free of soft tissue and/or surgical material that could prevent locking of the implant. Avoid clamping of implant in the area of the teeth or excessive bending/twisting of the implant, as this may lead to implant failure. Do not cut the implant directly at the notch. Removing the needle by bending or twisting will cause a deformed end that may damage the locking head during insertion. Always ensure that the implant end is cut and not deformed. If the implant is not cut, implant failure may occur. Handle implants carefully, especially needles, to avoid damaging critical structures, soft tissue and/or hand gloves. Avoid excessive force when tightening implant. Do not use forceps to tighten implant. Damage resulting from excessive force or forceps may cause implant failure. Remove sternal zipfix implant needle precautions: do not cut the implant directly at the notch. Removing the needle by bending or twisting will cause a deformed end that may damage the locking head during insertion. Always ensure that the implant end is cut and not deformed. If the implant is not cut, implant failure may occur. Notes: needle can also be removed using a wire/pin cutter. Ensure sufficient length remains after cutting to facilitate closure of the zipfix implant. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sternal zipfix cable tie w/needle peek 2 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 08.501.001.20s lot # 3427p14 the product was released on: 04-apr-2023 manufacturing site: jabil bettlach expiry date:01-feb-2028. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided indicates that there was no surgical delay. The surgery completed successfully and the patient was in stable condition now. There were no broken fragments retained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.